Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported inoperable 1 and 2 keys on the keypad which were reproduced. Evaluation could reproduce the reported issue and found the number keys 0-2 to be inoperable. The inoperable keys on the keypad were found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the 1 and 2 keys on the keypad as inoperable. There was no patient involvement. No additional information is available.